Manufacturer narrative:
Remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 1 month follow-up CT showed the presence of a type ia endoleak due to the aortic body stent graft being positioned below the intended landing zone, placing the sealing ring in a location outside the treatment range for the implanted stent graft. A re-intervention is planned at a later date to resolve the endoleak. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.